Event description:
It was reported that a malfunction occurred on the pump, and the specific malfunction code was ¿malf 6.¿ without any notable events occurring beforehand, it was unknown whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl. Customer technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and call back if the malfunction code reappears.